Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose levels. The customer stated that air bubbles were a contributing factor to the hospitalization. The customer explained that his healthcare provider had advised that he needed a replacement insulin pump. The customer was experiencing an outage and could not provide further information on the hospitalization. The customer's blood glucose was 169 mg/dl. The customer had also been informed that his insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.